Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to failed storage space. A field service engineer rebooted and logged into hardware testing application in order to resolve the problem. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system remote manager had failed storage space but unrecoverable. The customer retrieved medication from another station and confirmed no delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The selection for other serious or important medical events has been removed, as there are no adverse events or outcomes associated with it.